Event description:
Per the clinic, the patient experienced open circuit and no sound with the device use subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, now there are plans to explant the device on (B)(6) 2025 due to open circuit issue; however, this has not occurred as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochlear device during the same surgery.